Manufacturer narrative:
At this time product has not been received for evaluation. Product return is expected. Reviewed device history records. Device was manufactured to applicable specifications.

Event description:
Fixation pin broke off during surgery. No impact to patient.